Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during the implant procedure of this implantable cardioverter defibrillator (ICD), oversensing was observed. The oversensing resulted in pacing inhibition of 3-4 seconds; however, there was no asystole as the patient's temporary lead was still in use from the procedure. The noise was thought to be due to the respiratory rate trend, so they elected to keep that feature programmed off. There were no adverse patient effects reported and the system was successfully implanted.